Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device identified that the mid body of the stent was bunched. As a result of this bunching, the distal edge of the stent was located 5mm proximal to the proximal edge of the distal markerband. No other damage was visible along he device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that during unpacking, a 2.25x32mm promus element was "defective" when removed from protective sheath. The procedure was completed with another of the same device. However, returned device analysis revealed stent damage.